Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the power supply and the global power distributor (gpd). The system was verified and ready for use. The unit was analyzed and no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. No error was triggered during the startup and 10 power cycles of the system. The spm status was checked and found no fault, the voltage and the current were the same as the golden unit. However the powersupply fans was intermittently producing noise. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Global power distributor (gpd): the unit was analyzed and logs, were unable to confirm the reported problem as having happened in the field. Gpd was installed on golden system the system was able to boot up, we reset the hours meter which then reflected the correct serial number on the gpd. Unit was idled for 30 minutes and power cycled ten times without issue. Board voltages reported healthy values in specific both before and after idling and power cycling.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, while setting up to report that the surgeon side console (ssc) was not powering on. The customer already tried plugging the power cord into different outlets and cycling the breaker multiple times, confirming it was in the on position, but these steps did not resolve the issue. The caller was no longer in the room and was unable to perform additional troubleshooting, and there were no associated errors found in the logs. The procedure was aborted to another dv system with no reported injury.